Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples. The pathologist commented that "....a diagnosis could not be confidently made and clinical follow up or re-excision was recommended." On 21 july 2016, leica biosystems received confirmation that one case had to be rebiopsied.